Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No samples or photos were submitted to the manufacturer for evaluation. Although no samples were returned for this complaint, the reported event is similar to a known issue of air in line during use. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: situation: b. Braun dialog hemodialysis lines developed an air leak in the arterial (red) line at the connection port that connects to the fistula needle. This introduced air bubbles into the blood stream, in the circuit. The air bubbles were detected by visual inspection and did not reach the patient. The blood in the tubing was returned to the patient, treatment interrupted, and a new circuit was primed and treatment continued per protocol. The affected sample and all unused samples have been pulled from the floor and isolated pending return to the manufacturer.